Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported hearing an alert coming from the cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) lead pacing impedance was noted to be low. The alert was programmed off and the lead remains in use. The lead will continue to be monitored. No patient complications have been reported as a result of this event.